Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-04-09 was reviewed. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows a period of hyperglycemia beginning mid-morning on (B)(6) 2024 following a usual breakfast meal announcement. Cgm glucose remains elevated throughout the event. There are multiple meal announcements delivered during the hyperglycemic event, possibly as attempts to correct the hyperglycemia. The ilet is delivering additional insulin outside of the meal announcements in response to the cgm glucose values. The engineering logs show the user changed their cartridge on (B)(6) 2024 at 11:56 am. An infusion set change is logged later that afternoon at 2:37 pm when cgm glucose was > 400 mg/dl. The logs show repeated occlusion alerts starting at 3:30 pm that are acknowledged by the user, but continue to reoccur until the infusion set is replaced again at 5:56 pm while the user was on the phone with beta bionics customer care. No evidence of ilet malfunction was found in the engineering logs. The ilet appropriately triggered the high glucose alert and was continuously making basal requests for insulin delivery unless an occlusion alert was triggered. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended. The assignable cause for this hyperglycemic event is repeated failed infusion sets. The user was previously on injection therapy and new to using the convatec inset infusion set, and ultimately decided to return to their previous therapy.

Event description:
On (B)(6) 2024 an ilet user reported they were hospitalized due to a high blood glucose (bg) event. The event occurred on 4/9/24. On 4/9/24 the user had contacted beta bionics customer care with elevated bg levels due to a bent infusion set cannula. The user was using the convatec inset (23", 6mm) teflon infusion set. The customer agent assisted the user with changing the infusion set. The user reported after the infusion set change their bg levels continued to rise into the following morning. The user is unsure of their exact bg level, but the continuous glucose monitor (cgm) read high. The user went to the ER and was given IV fluids and an insulin drip. The user also reported vomiting. The user was released from the ER on (B)(6)2024. The user has elected not to continue using the ilet and will return to previous therapy.